Manufacturer narrative:
Eval results: fowler, gas spring tip.

Event description:
It was reported by service report that the fowler drifts down with weight on it. No pt involvement or adverse consequences are reported.